Event description:
It was reported that the patient had an implantable pulse generator (ipg) that was not holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred at the end of year 2024.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an implantable pulse generator (ipg) that was not holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.